Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2018. (B)(6). The device was manufactured march 25, 2016 ¿ march 26, 2016. The device was received for evaluation with approximately 124ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected therapy time was five days, and the device had been filled with 243ml fluorouracil. The reporter indicated that at the end of the expected therapy time, approximately 50% of the solution remained in the device. The patient received an extra half dose with a 48 hour pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.